Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope had a blurred image. The issue occurred during a procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: loose adapter and minor scratches on distal edge. Based on the results of the investigation, it is likely the blurred image was due to a bend on the outer tube. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope had a blurred image. The issue occurred during a procedure. The procedure was completed using a similar device. There were no reports of patient harm.